Event description:
It was reported that the pt underwent a revision for the acetabular cup in 2009. The hip stem was not revised, and had been implanted since 2002. The pt fell shortly afterwards, and re-opened the wound site. His hip went on to become infected, and all implants removed to treat the event.

Manufacturer narrative:
The implant was not returned for evaluation. A review of the implant's device history records indicates it was manufactured with no anomalies noted.